Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2007 and pelvisoft was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/23/2015. Additional narrative: it was reported that patient underwent da vinci-assisted abdominal sacrocolpopexy, creation of a mesh bridge connecting the vagina to the sacral promontory, laparoscopic patavaginal repair using restorelle mesh material and lysis of adhesions on (B)(6) 2013 due to pop and sui. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent bard pelvisoft acellular collagen biomesh due to stress urinary incontinence. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient underwent implantation of pelvisoft acellular collagen mesh on (B)(6) 2007. It was reported that patient underwent mesh revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent transobturator tape sling revision/removal, urethrolysis, cystoscopy with pyridium, and anterior/posterior repair on (B)(6) 2014 due to history of transobturator tape sling, dyspareunia, periurethral pain, complication of mesh, chronic pain after vaginal surgery, chronic pain, history of anterior and posterior vaginal wall biosynthetic mesh, history of laparoscopic sacrocolpopexy mesh, apical pain, perurethral pain due to mesh, cystocele, and rectocele.